Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient reported they were recently implanted and therapy settings had brought their prior pain symptoms down to a mild enough degree where they felt like they could try to lay down again for the first time in two years; patient slept sitting up due to the pain, which was partially what lead them to getting their ins. Prior to attempting to lay down on their back this morning, patient elevated their feet and confirmed their implantable neurostimulator (ins) charge level was at 80%, and knew the communicator had been at 60%; confirmed they saw the ins charge level next to the little person icon in the recharger app. Shortly after laying down, patient explained they felt like suddenly they'd been 'cut off' (stimulation suddenly stopped) and felt a 'shot' go down their l-3 to their s-1 and all the way to the tip of their toes. During call, patient was trying to recharge the ins, even though they knew there had to be a charge in it (could be heard beeping in the background), and then they saw a message that stated the wireless recharger's battery was low and needed to recharge; agent instructed for them to dock the wireless recharger(wr). Patient said the screen started to get a mix of other images, which was being added to with 'recharger inactive/not found,' after the charger was placed on the dock. Agent tried to have patient close out of the application and restart the handset, but the screen was not responding to touch. Patient was also unable to get the handset to power down by long pressing volume and power button, so agent consulted with health care it support services(hcit) (see secure note). Hcit agent had patient plug in the handset (by itself) and attempt to go to the home screen and close all apps, but again the handset was not responsive and just appeared to have more screens overlaying one another, so hcit agent properly walked the patient through holding the power and volume down button for 15+ seconds, until the handset reboot. Hcit agreed due to the applications constantly freezing up for the past few days, replacing the handset would make sense. Agent sent request to repair for a replacement handset; disconnected call to process request, then called the patient back per their request because they had further questions. Patient wanted to try to access the mystim app; agent walked them through doing so and connected to mystim without issue. Patient was on group b - they changed to group a successfully and stated they could feel a change. Patient said when therapy seemed to cut off earlier they felt like they went from a mild 1 all the way up to a million, and they thought they were still riding out residual pain from that. Agent reviewed with patient they should follow-up with their rep for further assistance with programming and sent an email to the rep to summarize what had happened. Patient also mentioned the pain they felt in their back seemed to have been positional and at a point it was more intense when they tried to roll. Agent wound up calling the representative(rep) with number supplied by patient, because they couldn't be found in cmf (spelling was uncommon). Agent reviewed with the rep what had taken place during today's call, and the rep said they would follow up with the patient as well with a reprogramming appointment, and also wanted to review how to use the communicator; the rep said the patient had been running into issue connecting and kept getting to the 'scan code' screen ofthe mystim app. Upon further review after re-opening case, and s peaking directly with the rep, agent understood the stimulation issue began today and the patient hadn't directly spoken to their rep about it; rather, they used the number for patient services (pats) supplied by the rep a couple days prior, which was given to the patient when they had issues with the handset - unable to get into their apps, or unable to make changes to stim (agent understood due to ongoing issues of freezing; patient called pats on friday for assistance as well, but it had not yet escalated beyond general use assistance with handset). Agent closed case. Pt called back stating they received the replacement handset but needed help pairing to the ins. Agent walked caller through steps to pair. Patient(pt) confirmed they were able to successfully connect to the mystim app.